Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Toxic shock syndrome [toxic shock syndrome]. Pain - vagina [vulvovaginal pain]. Pain - tampon [medical device site pain]. Tampon broken of in bits inside me [device breakage]. Case narrative: consumer reported via email that the tampon broke in bits inside of her. No serious injury was reported.